Manufacturer narrative:
The processor pca was returned for failure analysis. During the lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board. A malfunction of the processor pca cannot be ruled out at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device has an ECG equipment malfunction message. There was no patient involvement.